Event description:
During generator revision surgery to address end of service, the surgeon noted that there was some lead behind the generator and some of the insulation appeared to have rubbed off. The surgeon did not replace the lead as he was not set up to perform a full revision. The explanted generator was most likely discarded in the operating room and will not be returned to the MFR for analysis. It is unk if the pt's device was programmed on after surgery. Good faith attempts to obtain additional info are currently being made.